Event description:
It was reported that the customer's blood glucose level was 420 mg/dl. The customer reported his blood glucose level when calling to get a replacement belt clip. The product is being replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.